Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvt4b10, (imp,tsv,4.1,10,mtx,mg) for evaluation. Visual evaluation was performed, implant had signs of use with bone debris on external threads. The implant was trephined. The implant was fractured at the collar. DHR review was completed for the subject lot number 1271763. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1271763 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error or patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided. D6: d6a. If implanted, give date: unknown. D6: d6b. If explanted, give date: unknown. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported fracture of implant collar (tsv 4,1).

Event description:
Doctor reported that patient had a loose implant crown at tooth site 26. After complete removal of crown, doctor noticed fracture of implant hex, so that it was necessary to perform osteotomy of the damaged implant and remove it. Patient referred pain. A new implant will be placed after healing.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: a: patient information. B3: date of event. B4: date of this report. B5: describe event or problem. D1: brand name. D4. Additional device information. D6a. If implanted, give date. D6b. If explanted, give date. D8-9 device service and availability. G3: date received by manufacturer . G4. Premarket identification. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4. Device manufacture date. H6: adverse event problem. H10: additional narrative.